Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the catheter caught on the gown of a patient when they were undressing and the catheter snapped. Apparently, the patient did not need a great deal of force to snap the catheter."